Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remote home monitoring system issued an alert for a battery depletion code for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and engineering analysis was conducted. Engineering analysis reviewed the data and found the device logged multiple magnet detections two weeks earlier creating the erroneous battery depletion code and causing the device to emit tones. Ts suggested bringing the patient in to interrogation the s-ICD and stop the beeping. The patient was brought into the clinic and the code was cleared successfully. The s-ICD remains in service and no adverse patient effects were reported.